Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge, adjusted the tubing and continued to use the pump.